Event description:
A customer contacted beckman coulter inc. (Bci) stating that some leaking from the reagent probes was noticed. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the wash collar and tubing for the reagent probes.